Manufacturer narrative:
A field service engineer was not dispatched. The customer was guided to replace the diluent filter and this resolved the issue. Customer resolved the issue.

Event description:
The customer reported a leaking probe inside the act diff instrument. The volume of the leak was less than 5 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.